Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device displayed a black screen. Complainant indicated that the clinician obtained new leads and restarted the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. Evaluation results: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including ECG stress testing and bench handling without duplicating the report. During evaluation it was observed the mp/pp software had been updated but the cp software remained on an older version, resulting in a software incompatibility. This mismatch in software versions can lead to issues with 12 lead ECG functionality. An internal inspection resulted in no findings. The communication software was upgraded to the appropriate version. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device's 12 lead was not functioning. Complainant indicated that the clinician obtained new leads and restarted the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.